Event description:
It was reported when the device was used during a small bowel resection procedure, the staples did not deploy. The case was completed with another device of the same product code. There was no patient consequence.